Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead 70cm model #: sc-1140 serial #: (B)(4) description: scs precision novi ipg sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s lead were dislodged and disrupted due to fall which caused seizure and other afflictions. It was also reported that the patient was experiencing loss of stimulation and use a lot of power to feel the stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient's seizures and other afflictions were not device related. The patient's lead has just moved for an unknown reason but was not causing any injury to the patient. No further information could be obtained at this time.

Event description:
A report was received that the patient¿s lead were dislodged and disrupted due to fall which caused seizure and other afflictions. It was also reported that the patient was experiencing loss of stimulation and use a lot of power to feel the stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively.